Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display. She could see the right side of the screen. The customer was on vacation and sat on the insulin pump on a hard surface while it was on her back pocket. Customer's blood glucose level was not reported. The screen was black. The customer was able to read the screen but it was getting worse. She was unable to read the left side of the screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.